Event description:
Customer reported saline leakage from the point of intersection - blood leakage no consequences device was used. First use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported saline leakage from the point of intersection - blood leakage no consequences device was used. First use.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of leakage at the connection was confirmed and appeared to be manufacturing-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was returned assembled with a two-piece connector. Blood residue was abundant within the catheter. An attempt to infuse water through the sample using a 12ml syringe revealed the catheter to be patent to infusion with no observed leaks; however, during pressurization, the catheter detached from the connector. Following longitudinal bisection of the distal connector segment, inspection of the bore revealed that no compression sleeve was present. The lack of compression sleeve caused the catheter to easily detach from the connector during sample evaluation. It is further reasonable to conclude that the missing compression sleeve would also result in leakage at the connection as indicated in the event description. The sleeve appeared to have been omitted during device assembly. Photographs have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.